Event description:
Information received with return of the device does not address the patient's clinical status but notes that during implant, the pulse generator was connected to the leads and the ECG noted interference noise in the ventricullar channel.